Event description:
A customer contacted beckman coulter inc. (Bec) to report obtaining a (B)(6) cytomegalovirus immunoglobulin g (cmv-igg) result for one (1) patient, generated by the unicel dxi 800 access immunoassay system. The result was reported out of the lab. Subsequent testing of the patient's sample on an alternate methodology generated a "(B)(6)" result. The patient's second sample was analyzed on an alternate dxi instrument on (B)(6) 2011 and results were also (B)(6). The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information have not been supplied to date. Per the customer supplied qc data, cmv-igg qc was within the customer's established range the day of the event and after the event. Additional system information has not been supplied to date. Customer product line support (cpls) testing of patient's samples tended to (B)(6) presence of cmv igg. A clear root cause is unknown.